Event description:
A facility reported 12 pts who were diagnosed with toxic anterior segment syndrome (tass) following surgery. Eleven pt¿s underwent cataract surgery and one pt had a surgery for lens fixation. The facility reported all pt¿s received steroid treatment and all symptoms resolved within 3-10 days without any vision damages. The facility reported the surgeon was unwilling to provide any add¿l info. There are two medical device reports associated with this event this report is for the 11 pts who had cataract surgery.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The facility reported the surgeon was unwilling to provide any add¿l info. (B)(4).